Manufacturer narrative:
The device history record (DHR) review was completed. The valve was repaired for removable fibers and inspected (100%) before allowed to continue through processing. The device passed all manufacturing and sterilization inspections. No information has been provided which indicates this caused or contributed to the event.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted. UDI # (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 31mm bioprosthetic mitral heart valve (implanted into the tricuspid position) was explanted after five (5) months due to unknown reasons. A 31mm pericardial bioprosthesis was used in replacement and no additional details were provided.